Event description:
After placement into the patient, there was no image from the ivus catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ivus catheter, opticross hd (per site reporter) clinical site notified mfg rep directly.